Event description:
During a (pta) percutaneous transluminal angioplasty, the outer sheath of the smart system opened during forwarding through the vessel, although the inner sheath was adjusted with the red locking pin. The whole system was removed, and the procedure was completed with another smart control without problems. No harm to the pt.

Manufacturer narrative:
Prior to inserting in the pt, the product was not inspected for damages. During advancement, all the instruction for use (IFU) guidelines was followed. After the product was removed from the pt, the product was not damaged, but the stent was partially deployed. The target vessel was the superficial femoral artery (sfa). The anatomy characteristic was re-canalization of an occluded sfa. The admitting diagnosis was claudication. The pt was male, but no further info was provided. Add'l info will be submitted within 30 days.